Event description:
On 04/08/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve welded itself to the ar-9676 drive shaft. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside ar-9597-10 / batch 37622233. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents, and scratches at the hudson connector. The most likely cause is attributed to misuse due to interference with the mating instrument.